Event description:
It was reported that during use in an intraoperative setting, the craniotome blade became stuck inside the retractor. No patient com plications have been reported as a result of this event. Additional information received as detached bearings found during evaluation.

Manufacturer narrative:
H3: product analysis: evaluation determined that the tool was stuck in the attachment. The likely cause of failure was found to be detached bearings. It was also noted that the laser markings and color bands were fade and internal tube was corroded. B3: date of incident or estimated date of incident not provided to manufacturer. Aware date used as date of incident until further I nformation is obtained. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.